Manufacturer narrative:
This MDR is a duplicate to MDR submission 2027969-2019-00593. Please disregard this MDR.

Manufacturer narrative:
Devices not returned. Product discarded/expended by customer. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate that the concentration of hcg present in the sample was 8 miu/ml. When testing samples near the threshold of 10 miu/ml some positive results may occur. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2019: a (B)(6) female patient visited the facility due to pelvic pain. The patient's serum specimen was collected at 9:32 am and tested on the alere hcg combo cassette. A positive result was obtained at the 5 minute read time. No treatment was provided based on false positive result. The same serum specimen was retested on the beckman access 2 and a confirmatory hcg quant of 7 miu/ml was obtained. (B)(6) 2019: an additional confirmatory quant test was performed on the beckman access 2 and a result of 6 miu/ml was obtained. Although further information was requested, no further information was provided. No adverse patient outcomes were reported. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi)-no deviations noted.